Manufacturer narrative:
The navio surgical system us, pn: ornpfs02000, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. The product was not returned however the software files were downloaded from the device and provided for investigation. The x-ray was not available for review, therefore the reported 3 degrees of valgus could not be confirmed. The screenshots confirmed the patient had a preoperative alignment of 3 degrees varus. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The system derives the varus/valgus angle from the neutral position collection. It is possible that varus stress was applied when taking the neutral position, resulting in the 3 degrees of varus. As a result of these findings, it was determined that the software functioned as intended; no defect of the system occurred. Based on the investigation, no containment or corrective actions are recommended at this time.

Event description:
It was reported that during a tka procedure, the surgeon stated that the patient was found to be in 3 degrees of valgus on x-ray; the navio showed alignment of 3 degrees of varus. They did not go back and redo registration. The surgeon did not obviously stress the knee during un-stressed rom.